Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient passed out and ambulance came in because her husband called 911. The medical staff from 911 provided 2 sugar gel tubes to the patient to regulate the patients blood glucose readings. When the patient recovered from the loss of consciousness she also had drank a juice to regulate her glucose readings and did not need to be taken to the hospital because she was able to recover. The patient´s cgm was reading at the time of the event was 196 mg/dl and the blood glucose reading was 30 mg/dl. At the time of the report, the patient stated they were still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.